Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of telemetry, no atrial output and erratic ventricular pacing between 25 ppm and 40 ppm. The physician also noted blood in the connector.